Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and right ventricular rate/sense lead were exhibiting oversensing on the ventricular channel resulting in inappropriate episodes and pacing inhibition. Information was provided that the sensitivity of the ICD was reprogrammed to least and defibrillation thresholds were performed successfully, confirming appropriate sensing.